Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range male <35 ng/l; female <14 ng/l): initial troponin result= 223 ng/l; sample redrawn (1 hour later) <3 ng/l; sample redrawn (3 hours later)= <3 ng/l; initial sample was repeated with results= 4.0 ng/l there was no impact to patient management reported.

Manufacturer narrative:
The customer did not perform any troubleshooting on the alinity I processing module, serial number (B)(6), and a single definitive part could not be determined as the issue. The customer reported cells may have been present in the sample and sample integrity could not be ruled out as a contributing factor. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range male <35 ng/l; female <14 ng/l): initial troponin result= 223 ng/l; sample redrawn (1 hour later) <3 ng/l; sample redrawn (3 hours later)= <3 ng/l; initial sample was repeated with results= 4.0 ng/l there was no impact to patient management reported.